Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. Leakage was found between the up/down and right/left knobs, and there was leakage at the connecting tube. In addition to the foreign material found in the channel tube on the universal cord side, evaluation findings are as follows: switch button one (1) was cut, the light guide lens was cracked, the water mouthpiece was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had a leakage. Inspection and testing of the returned device found foreign material in the channel tube on the universal cord side; this condition could be caused by insufficient cleaning. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.